Event description:
It was reported that the catheter perforated the right ventricular apex during bypass surgery. The clinician inserted the catheter at the pulmonary artery; however, it did not read pawp. It was stated that the clinician then inserted the catheter approximately 80 centimeters. The catheter was still unable to read pawp. The customer then pulled the catheter and reinserted the catheter 60 centimeter; however, still could not read the pawp values. It was further stated that since the catheter was placed at the pulmonary artery, the clinician decided to operate, and when the pt's chest was opened, the clinician found that the catheter had perforated the right rva. The clinician thought that the catheter was kinked 13 centimeters from the tip, and the kink perforated the rva. When the clinician removed the catheter, the pt was bleeding from the rva. The clinician stitched the wound.

Manufacturer narrative:
The device has not been received for evaluation.